Event description:
The patient's dentist reported via letter of recommendation that thet can't give clearance for byte treatment due to patient needs to have a cleaning. The patient have history of perio disease.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.